Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: 1. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. 2. Was the suture removed in a routine post op procedure? --please refer to the event description, other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2024and suture was used. Poor wound healing was noted. A 2cm incision was made on the lower left side during the surgery, and internal suture was applied. However, the subcutaneous suture had not been absorbed by the patient nearly one month after the surgery, and the suture material should be considered. The suture was removed and extracted. No further information was provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the event date should update to be 2024-nov-8. The patient's wound healing was improved after symptomatic treatment, and no subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify the type of symptomatic treatment provided.